Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016, on behalf of the foreign patient to report that on (B)(6) 2016, the patient experienced a problem with a sensor. No additional event or patient information is available.